Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months. A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had saccharomyces cerevasiae fungemia. A fluid collection was found near the pump outflow graft, but the area was not cultured. The patient had the ongoing infection since (B)(6) 2014. The patient underwent wound debridement, placement of a wound vac, and ongoing IV antibiotics at home. The patient expired on (B)(6) 2015 and the cause of expiration was noted as "going infection; patient in hospice care."